Event description:
Reporter indicated that patient has lost approximately 40 pounds since vns implant. It was reported that on some days the patient will have a lack of appetite and on other days the patient will have an appetite, but is unable to eat most foods without vomiting. It was reported that the patient is usually able to eat soft foods and liquids. This has been ongoing since surgery and has not changed. It was reported that the neurologist is aware and at first attributed this to the after-effects of general anesthesia. It was reported that some of the patient's medications have been changed (patient was on depakote which has been discontinued - dates and dosage unknown). It was reported that lately the neurologist has attributed the weight loss and lack of appetite to the changes in medication. It was reported that the patient is receiving good seizure control. Attempts to obtain additional information have been unsuccessful to date.